Manufacturer narrative:
The pump was returned to animas for evaluation. The up arrow keypad button was not responding during testing. There was evidence of keypad adhesive found under the up arrow and backlight contacts.

Event description:
It was reported that the up arrow and down arrow buttons required several hard presses for a response to occur. It was reported that the pump is not exposed to water and there is no visual peeling or damage to keypad.